Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared and inserted into the patient. During aspiration air ingress and a hemostatic valve leak were observed. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath revealed a crack in the stopcock that could have caused air ingression or fluid leakage during aspiration. According to the available information, inspection of the hemostatic valves showed no abnormalities or defects that could have contributed to the issue, indicating that the stopcock crack was the root cause of the allegations.

Manufacturer narrative:
E1 initial reporter post code :(B)(6). H3 device eval by MFR: analysis of the returned sheath revealed a crack in the stopcock that could have caused air ingress or fluid leakage during aspiration. Inspection of the hemostatic valves showed no abnormalities or defects, indicating that the stopcock crack was the root cause of the associated allegation.

Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared and inserted into the patient. During aspiration air ingress and a hemostatic valve leak were observed. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared and inserted into the patient. During aspiration air ingress and a hemostatic valve leak were observed. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.